Event description:
It was reported that a revision of hip implants occurred.

Event description:
Revision surgery was performed due to repeated left hip dislocations. Devices were implanted in 2006.

Manufacturer narrative:
Please note, this case is related to MDR 3005477969-2010-00192.